Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 3 way catheter could not be irrigated. Once removed from the patient, the user found that the catheter was missing the irrigation eye hole.

Event description:
It was reported that the 3 way catheter could not be irrigated.once removed from the patient, the user found that the catheter was missing the irrigation eye hole.

Manufacturer narrative:
Upon further review, bard/bd has determined that this event is cascading and was reported on a previous record. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.